Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The result of the investigation is inconclusive for the reported balloon rupture, device incompatibility and retraction issues for the device. A root cause has not been determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2012x pta balloon dilatation catheter allegedly experienced material rupture, device-device incompatibility, detachment of device or device component, break, retraction problem and material separation. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.